Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11: three devices were reported and only one was entirely returned and evaluated. The visual inspection revealed that the extractor returned with two of the slots blocked by unidentifiable fractured devices. The returned device is worn from heavy use. For the knob, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. For the body and the mod, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the knob, a review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. For the body, a review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the mod, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management files revealed these failure modes were previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a titan shoulder surgery, one (1) rss humeral body inserter/extractor knob broke off inside one (1) rss humeral body inserter / extractor and one (1) reamer guide body inserter/ extractor mod. The body could not be separated from the inserter. Nothing fell into patient. The procedure was resumed, without any delay, using the same devices. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).